Event description:
The customer reported that the device would unexpectedly power off.

Manufacturer narrative:
The customer reported that the device would unexpectedly power off. A philips field service engineer evaluated the device at the customer site, and was able to duplicate the reported symptom. The battery contacts were cleaned which resolved the reported symptom. We are considering this to be a malfunction caused by an incomplete electrical connection between the battery and the device.